Event description:
The subject heart lumg pack was used during surgery without any problems. However, after the case, the user noticed that the water bath for the pvc cardioplegia coil had been tinged pink. The user picked up the pvc coil and shook it, a few drops of blood fell. Antibiotics were administered to the pt because of potential blood contamination from the water bath. The pt experienced no problems as a result of this reported event.